Event description:
The customer reported that after approximately three seal cycles, oozing of under 250cc was seen even though an end tone, indicating a completed seal cycle was heard. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned with a bent shaft rendering it unusable. The device was unable to be tested in the condition in which it was received.